Event description:
Prior to surgery, the pt refused any blood transfusion. The surgery was to perform a two-level infix case. First level had no trouble and was completed as expected. On the second level, the surgeon triaed for size 14mm. This trial had a tight fit, but the doctor decided to use this size to implant. The doctor was only able to lock the superior endplate. The pt was losing blood, not a crucial amount at this point. The doctor debated whether or not to remove the implant and replace with a new one. The doctor decided to leave the implant in, knowing there was a visible gap, and that the construct had not been correctly locked. His concern was the amount of blood loss that may have occurred if he had chosen to remove and replace, knowing that the pt had refused blood transfusions. The pt had pedicle screws at this level.